Event description:
During a laparoscopic cholecystectomy, surgeon was using the clip applier and it misfired. After the clip was dispensed, it wouldn't close the clip around the vessel. This was after only approximately four clips were used. Another applier was opened and worked fine. No harm to pt.